Event description:
Patient contacted dexcom technical support on (B)(6) 2015 and reported feeling low while troubleshooting during the phone call. Patient stated he would get something to drink and call back once he felt better. Patient called in again at a later time. No additional event information was provided. At the time of contact, no medical intervention was reported.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.